Manufacturer narrative:
This is the same event as 3010536692-2016-00230.

Event description:
Orig. Surg. (B)(6) 2007. (B)(6), high activity level. Allegedly revised due to loose cup. Suspected metal hypersensitivity. Additional information received patient has now been revised. (B)(4) 2016.